Event description:
The customer reported that the units of measurement setting of their freestyle flash meter changed. The customer did mistake an mg/dl reading for an mmoi/l reading and increased their insuline due to this. The customer then became confused and their speech became slurred. The customer drank a glucose drink to counteract these symptoms and no medical intervention was required. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation is in progress. A follow-up report will filed when investigation results are available. Customers and retailers have been informed through the adc fa16may2006. Investigation in process.